Event description:
It was reported to medtronic neurosurgery that after the device was implanted the pt developed a high fever. The physician received that there was excessive flow through the device and explanted it. It was also reported that the pt has stabilized and is in recovery.

Manufacturer narrative:
An 83.4 cm of the 90 cm catheter were returned. The catheter's distal tip and flow slits were not present on the device. The catheter met requirements for the patency and leakage testings. A review of the manufacturing records showed no anomalies.